Event description:
It was reported that the customer underwent ureterorenolithotripsy procedure on (B)(6) 2023. For this procedure, the guidewire was used. When opening the guidewire for the first use, they did not observe anything unusual. In the last step, which was the placement of the double j, a great deal of resistance was noticed, the guide wire was wetted as instructed and even so, the double j did not progress.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Though a specific cause cannot be determined, a potential root cause for this event could be, "hydrophylic coating too slick". The device was used for treatment purposes. It was unknown if the device had met all relevant specifications or resulted in the reported event. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Direction for use: the physician should select the proper size and length of the guidewire for the procedure being performed. 1. The guidewire is packaged in a protective coil. Hydrophilic coated guidewires require activation of their coating. Prior to removing the guidewire from the protective coil, inject sterile saline through the port to activate the lubricious coating. Remove the guidewire from the protective coil and carefully inspect the guidewire for separation, bends, kinks or a damaged tip. 2. Introduce the guidewire, flexible end first, into the working channel of the endoscopes or percutaneously into the urinary tract. 3. Advance the guidewire slowly into the desired position. Continuously confirm guidewire position either visually or under fluoroscopy. 4. Carefully withdraw the guidewire taking care not to kink." "Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer underwent ureterorenolithotripsy procedure on (B)(6)2023 for this procedure, the guidewire was used. When opening the guidewire for the first use, they did not observe anything unusual. In the last step, which was the placement of the double j, a great deal of resistance was noticed, the guide wire was wetted as instructed and even so, the double j did not progress.